Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the plate surgeon chose value angle mode in a positioning hole for the screw. Surgeon inserted and locked the screw by a driver with torque limiter. However this screw in distal row most styloid hole was penetrated, went through the hole. Surgeon removed screw through plate hole however the surgeon chose for the plate to remain in the patients body. Finally he closed and finished this surgery. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received and the investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The investigation shows that the head locking thread is badly deformed. We could not define the exact root cause of this complained article. We do assume that this damage occurred due exceeding applied mechanical force while insertion. The screw head is deformed in such a case as it could slip trough the plate. No product fault could be detected.